Event description:
A nurse reported to baxter a damaged pouch of the transfer set found before use.the nurse stated that the pouch was not sealed well and the portion of the transfer set was removed from the pouch. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The complaint for package related issue was confirmed in the lab. Baxter received one unused sample in original packaging in reference to package related issue. Pouch was visually inspected with seal opened 1 - inch along bottom of pouch. The assignable cause was determined to be a manufacturing issue.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.